Event description:
After completion of surgery, pt was transferred to cart and ventilation-assisted with bag ventilator. Pt gradually developed peri-oral cyanosis and o2 flow to bag was increased without improvement in pt's condition. Tubing to bag was disconnected and no flow from regulator was detected on device. Pt was connected to anesthesia machines; o2 source, cylinder, and regulator replaced prior to transport.